Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of almost 900mg/dl. The customer indicated that their dietician has been contacted and their blood glucose value was 200 mg/dl 8 hours after the high of 900mg/dl. Customer treated with a basal. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed and no further details given.